Event description:
Chest x-ray indicated that catheter was broken; cardiac catheterization was performed on 8/5/96 to remove port from right atrium. On 8/7/96, port catheter line was removed from left subclavian area.